Event description:
It was reported that a cartridge alarm 30 occurred earlier in the day, although customer did not recall seeing alarm and only noticed issue when insulin delivery was affected. There was no reported impact to the customer¿s blood glucose level. Customer successfully loaded cartridge, resumed insulin therapy on pump without further issues, and no additional corrective actions were reported.